Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm spontaneously. The customer's blood glucose was 4.5 mmol/l at the time of incident. The customer stated that every time the needed to rewind the insulin pump every setting was deleted. The customer also stated that they reinstalled the insulin pump but motor error alarm occurred and the settings were deleted again. Troubleshooting did not occur. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. The motor was tested outside of the device and passed. The pump also had minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.